Event description:
During surgery, the surgeon tightened thecervical screw and it passed through the collet. The surgeon replaced the screw and collet using a rescue screw which is speciffically designed for that purpose. The surgery then proceeded without further incident.